Event description:
Report of death of patient due to staph infection received. Device implanted 2002 explanted the following month. Follow-up with hcp stated pt had died and no info will be provided as litigation may be pending.